Manufacturer narrative:
(B) (4). The device was discarded, the lot number is unknown and a companion sample is not available for evaluation.

Event description:
Initially, the facility intravenous (IV) nurse manager reported to the baxter sales representative the facility has noticed an increase in bsis (blood stream infections) associated with the flo-link IV access device and connected with central lines at their facility during (B) (6) and (B) (6) 2010. The manager reported it may be due to the use of a new product, flo-link, or related to user technique. Information is not currently available regarding the exact increase observed in bsis. Additional information was obtained from the facility manager of infection prevention on 03/23/2010: the facility converted to use of the flo-link device at the end of (B) (6) 2010. No blood stream infections occurred in (B) (6) related to the use of the flo-link device. One event occurred on (B) (6) 2010 involving a patient who had a peripherally inserted central catheter (PICC) catheter and use of a flo-link device. Reportedly within 48 hours of the catheter placement the insertion site had begun to "ooze" and the catheter had been "pulled back" two times (manipulated) (acceptable per hospital procedure). The patient was diagnosed with staphylococcus aureus (culture date unknown). The patient was treated for the infection with an unknown antibiotic for an unknown length of therapy. The patient outcome is unknown.

Manufacturer narrative:
(B) (4).

Event description:
The following additional clinical information was received from the facility: the female patient was admitted on (B) (6) 2010, (B) (6), (B) (6). The admitting diagnosis was subdural hematoma status post fall with fractures of the pelvis, iliac wing, pubis, and transverse process cervical area. The patient was on coumadin for atrial fibrillation. The patient was receiving the following medications: (B) (6) 2010: dilantin 100mg ivp q 12 hours for 7 days, potassium chloride (kcl) 29 meq/50ml water every hour x 2 doses, zofran 4mg ivp every 6 hours as needed, lopressor 5mg ivp every 6 hours, cardiazem 10mg IV times 1 dose, diltiazem 100mg/100ml 0.9% nacl, nacl 0.45%/kcl 20meg @75 cc/hour. On (B) (6) 2010 cipro 400mg IV q 12 hours was added. Cipro was changed to an oral dose on 2-9-10 and discontinued on (B) (6) 2010. Vancomycin 1 gm IV q 12 hours was started on (B) (6) 2010 and discontinued on (B) (6) 2010. Ancef 1g q 8 hours was started on (B) (6) 2010 and discontinued on (B) (6) 2010 when the patient was discharged. The patient status was stable before, during and after the event with no changes in temperature or blood pressure (bp). Medications include: coumadin, lasix, iron, premarin, hydrocodone, colace and levothyroxine. User error was not thought to contribute to the event. Core competencies were completed in (B) (6) 2010, especially because the conversion to clearlink had occurred in (B) (6) 2010.